Manufacturer narrative:
The ge representative performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.

Event description:
The customer reported the system's monitors failed to display images. No report of pt injury.